Event description:
During an intra-operative cholecystectomy, the endo clip applier did not fire on the cystic duct. The staple wedged the end of the clip applier open, making it impossible to remove the applier from the trocar sleeve. The surgeon had to remove the trocar from the pt to get the applier out. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.